Event description:
It was reported that a patient presented to the emergency room with inappropriate shock due to incorrect interpretation of signal and under-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. The patient was stable throughout.